Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. Additionally, four unopened sterile proglide devices, from the same lot number, were returned for evaluation. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after an interventional peripheral stenting procedure through a 6f sized sheath, arteriotomy closure of a moderately calcified common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. The physician is trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the product experience occurred during an attempted arteriotomy closure of a moderately calcified common femoral artery. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. A needle-to-cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and /or inadequate positioning of the foot against the arterial wall, and patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.). There was no information provided regarding the user technique; however, it was reported that the common femoral artery was moderately calcified. The proglide instructions for use, under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Therefore, it is possible that the reported calcification of the artery contributed to the reported needle-to-cuff miss and that the reported device failure does not necessarily indicate a lot specific product quality deficiency. A conclusive cause for the reported needle-to-cuff miss, which resulted in continued bleeding, could not be determined. A review of the lot history record did not reveal any nonconforming material records for this lot. During manufacturing, the needle trajectory of every device is checked twice. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement. Although, the product was not returned for analysis, which may have assisted in the investigation, the customer returned four sterile unused representative devices. One device was received from lot number 970046h and three devices were returned from lot number 010446h. The devices were functionally tested. Three of the four devices resulted in successful needles deployment, suture retrieval, and knot advancement. There were no abnormal observations. No manufacturing or quality issues were detected. One device was out of specification. The detected failure was a posterior cuff-to-needle tip detachment that occurred during needle plunger retraction. The investigation is on-going.